Manufacturer narrative:
Additional information: patient age, weight and gender provided.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. On (B)(6) 2017 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose and throat (ent) procedure, the site's navigation system became unresponsive during registration. Site re-booted the navigation system a couple of times and normal function was restored. Issue resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.